Event description:
It was reported that there was an open circuit. One of the seven electrodes was calcified. It was noted that the health care professional (hcp) stated this would not cause the batteries to deplete. The lead was not replaced, it was programmed around the open circuit. Additional information has been requested. Reference manufacturer report# 3004209178-2013-11370.

Manufacturer narrative:
Product ID 7426, serial# (B)(4), implanted: 2010 (B)(6), explanted: 2012 (B)(6), product type implantable neurostimulator product ID 3387040 lot# v008951, implanted: 2006 (B)(6); product type lead product ID 748251, serial# (B)(4), implanted: 2006 (B)(6); product type extension product ID 3387-40 lot# j0230952v, implanted: 2003 (B)(6); product type lead product ID 748251, serial# (B)(4), implanted: 2005 (B)(6); product type extension product ID 3387-40 lot# j0230952v, implanted: 2003 (B)(6); product type lead product ID 7426, serial# (B)(4), implanted: 2010 (B)(6), explanted: 2012 (B)(6); product type implantable neurostimulator. (B)(4).